Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of type 3b endoleak and a secondary procedure. The most likely cause of the compromised stent graft integrity of the main body was the use of the strata material. The patient was in stable condition after the secondary repair procedure. To date there has been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
On (B)(6) 2017, the physician elected to implant an additional bifurcated stent, a suprarenal aortic extension and an ovation limb extension to resolve the endoleak. The patient is reported to be doing well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent and a limb extension. On (B)(6) 2017, endologix was made aware of a type 3b endoleak. A secondary procedure is being planned. No further information is available at this time. There have been no additional patient sequelae reported.